Manufacturer narrative:
The customer reported that their central nurse's station (cns) is going into communication loss every 2-3 seconds. . They will be sending this unit in for a repair. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report. The following fields contain no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is going into communication loss every 2-3 seconds.